Event description:
On (B)(6) 2023 I placed an on line order (B)(4) for the ihear xplore otc canal hearing aid kit (B)(6) through cvs, our pharmacy for medical and health products. The product arrived (B)(6) 2024 and was available for my use until (B)(6) 2023 when the charging box was not charging properly. After contacting the company I was able to return it (order (B)(4)) for a replacement charger at no cost. Recently I began experiencing issues with feedback in the left aid and issues adjusting volume in the right aid. I initially contacted cvs and they advised their was nothing they could offer for an otc product. I then tried on a number of occasions to reach the company and never heard back. Their web site only has a logo page. Company website: iheardirect.com. Serial number: (B)(6) left; serial number: (B)(6) right; lot number: 22p13922.